Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The surgical protocol has apparently been respected, and the implant has been placed normally in 46 position. Three months later after the implantation, the day of the second step of the surgery, the practitioner has found that the implant failed to integrate. Ultimately the patient had a generalized perimplantitis. Complaint file noi (B)(4) reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
Implant fails to osteointegrate.